Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, since the device was manufactured over eight years ago, the failure of the lock latch mechanism was likely due to wear from prolonged, repeated use. This would result in a poor connection of the video connectors and intermittent disappearance of the images. Per the legal manufacturer, regarding the exposed pins on the usb printed circuit board, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation confirmed the user's report, and found the usb printed circuit board on front panel has pins exposed. In addition, the evaluation found worn out lock latch mechanism causing unstable image. The device was serviced and returned to the user facility.

Event description:
The user facility reported that the usb port is damaged and cracked. During the evaluation of the returned video system center it was found that the locking lever failed, resulting in unstable image. There was no patient involvement or harm.